Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported failure. Physio-control performed unrelated repairs, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during patient monitoring the screen flashed and displayed an x in the corner of the screen two (2) times during use. A backup device was available for use shortly after the reported issue. The customer advised physio that the device was in a lock up condition during the event. As a result, defibrillation would not be possible if it were necessary. This issue is patient related; however there was no adverse patient outcome reported by the customer. The customer did confirm that the patient did survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable to provide further information.¿